Event description:
Lateral shoulder of aml broach broke off part of patient's greater trochanter upon extraction.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. Only one similar report has been identified against this product code in any manufacturing lot. No trend identified for this issue. Based on the investigation, the need for corrective action is not indicated.